Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level went up to around 500 mg/dl. The customer treated their blood glucose level using the insulin pump to bolus. The customer was able to rewind the insulin pump. The device was not returned.